Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The reported event of deep infection <90 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI #: (B)(4). Concomitant medical products: item 42502606602 lot 63945009. Item 42532007502 lot 64087042. Item 42540000032 lot 64392217. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial right tka. Eight months after the procedure the patient underwent a revision procedure. Patient was then revised again thirteen days later for suspected infection. During the procedure the articular surface was removed and replaced. Attempts have been made and no further information has been provided.